Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was implanted and explanted on (B)(6) 2019 due to unknown malfunction. There were no patient symptoms reported.